Manufacturer narrative:
Additional information: the lens was returned for evaluation. Visual inspection found only half of the lens returned. The optic has been cut or torn in half. The haptic is torn off and missing. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the current information the exact root cause of the event cannot be determined. However, it is likely that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed when the haptic ripped during implantation. The incision was enlarged and sutures were necessary. A backup lens was implanted with no issue. According to the surgeon loading error was the likely cause of the event.